Manufacturer narrative:
Concomitant medical products: product ID: a610, serial# (B)(4), product type: software. Product ID: wr9200, serial# unknown, product type: recharger. Product ID: 37612, serial# (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that recharger is showing a red light, but patient doesn't use recharger app so the cause is unknown. The manufacturer representative thought that both of patient's implanted neurostimulators (ins) may be depleted as patient "dropped off on charging" and had not charged in about 7-8 months. During troubleshooting, the rep connected to recharger with app on their tablet and it showed 1713 code. Caller reset the recharger and attempted charging left ins and recharger light turned green for about 5-10 seconds but the went back to flashing red and app showed 1204 code. Caller had put recharger in dock and it was charging the 2nd battery bar appropriately. Technical services agent reviewed that the implants are overdischarged. Agent walked caller through successfully starting physician recharge mode on recharger for the left ins. Caller indicated recharger light was red, a power on reset (por) message occurred in the app and then app showed open loop charging screen indicating they were in the 60 minute countdown.